Event description:
It was reported that the lead pacing threshold was too high and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned; analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).